Manufacturer narrative:
Corrected data: initial report inadvertently listed wrong product.

Manufacturer narrative:
Analysis of programming history performed.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, a vns treating nurse practitioner reported that when the vns patient was seen for a clinical visit on (B)(6) 2012, it was noted that his settings were output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec. The nurse stated that he doesn't think the patient was intentionally programmed off on his last visit, but he was unable to confirm as the handheld and flashcard were returned to the manufacturer for product analysis for an unrelated issue (report on manufacturer report number 1644487-2012-01253). The patient did admit to using a weight loss stimulation belt recently. Diagnostics were performed on (B)(6) 2012 and results showed the device to be functioning properly with an impedance value of 2586 ohms and not at end of service. The nurse stated that the patient was supposed to have been at output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min. The patient was reprogrammed to output=1.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min on (B)(6) 2012, without any problems. As previously reported on manufacturer report number 1644487-2012-01253, product analysis on the flashcard revealed no anomalies associated with flashcard software or databases; the flashcard and software performed according to functional specifications. Product analysis of the handheld confirmed that the device would not power on or off. The cause for this condition was an open fuse in the handheld associated with a defective serial cable that had an electrical short; vendor issue. Following replacement with known good fuse, full product functionality was restored. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not list as 30-day report on initial report.

Event description:
Programming history was received and reviewed and it was found that the reason the device was found to be programmed off on (B)(6) 2012 was because the device was not programmed on until it was found to be off on (B)(6) 2012.

Event description:
On (B)(6) 2012, the programming history from the handheld and flashcard that the nurse had stated contained the patient's programming history was reviewed and it did not contain any programming history for the patient.